Manufacturer narrative:
The initial regulatory report was submitted under retrospective summary report e2017032. Unique complaint identification number: (B)(4). Device evaluation summary: a service engineer (se) evaluated the ventilator and replaced the pump assembly. The ventilator passed all required testing per manufacturer's specifications upon completion of service. One pump assembly was received by failure investigations for analysis. The issue could not be duplicated however, an alternate fault was found. Debris was found in the linkage cover of the pump; the component was faulty. The root cause was isolated to worn linear bearings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during maintenance the ht70 ventilator had leakage. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.